Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after implantation of an intraocular lens (iol) the patient experienced blurred vision and poor contrast. Post four moths of implantation the lens explanted with another lens. Additional information was requested.